Manufacturer narrative:
The reported problem, of the device switches on automatically, was attributed to a membrane failure.

Event description:
Unit is randomly turning on and instructing the user to remove clothing. No patient involvement.

Event description:
Unit is randomly turning on and instructing the user to remove clothing. No patient involvement.